Event description:
It was reported that the patient presented in clinic for generator changeout procedure. It was previously noted that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2024. Patient condition was stable throughout.